Manufacturer narrative:
Corrected data: device evaluated by manufacturer, event problem and evaluation codes, additional manufacturer narrative. Additional information: follow up, additional information/ correction. Field required for submission. Additional manufacturer narrative: the customer reported that the central nurse's station (cns) would not transmit to any display. The cns would power on and he could see the green leds, but nothing would show on the display. The customer tried new cables and new monitors, but the issue remained. He replaced this cns tower with another one and it was showing up on the displays, so he knows it is an issue with the cns tower. The device was sent to nihon kohden for repair and has since been cleaned and evaluated. The reported problem of "cns will not transmit to any display" was duplicated. The graphics card and mother board have been replaced and this resolved the issue. The repair center has also recommended to the customer that both hdd's be replaced due to being over 2 years old.

Event description:
The customer reported that the central nurse's station (cns) would not transmit to any display.

Manufacturer narrative:
H10: additional narrative: on (B)(6)2019 bme (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6)) would not transmit to any display. The cns would power on and he could see the green led lights but nothing would show on the display. Service requested repair service performed the unit was cleaned and evaluated. The reported problem of "cns will not transmit to any display" was duplicated. Replaced the graphic card and the mother board to resolve the issue. Also recommend both hdd's to be replaced, they are over 2 years old and are degrading. 9000006138 cns, video board 9000006165 cns, motherboard set 9000006111a hard drive, 500gb, cns-6201 x 2 investigation result the cns warranty began 06/07/12, which is over 6.5 years prior to the reported issue. The warranty ended on 06/07/14. Per cns-6201a operator's manual, the expected service life of the cns is 5 years (except for periodical replacement parts). The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and display. Customer's maintenance history of the unit is not available. Sap history shows no nka servicing performed on the unit prior to reported issue. The reported issue was confirmed and video board and motherboard set were replaced to resolve the issue. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. The issue occurred well past device warranty and expected service life. Unit has no prior history of display issue. Due to the age and servicing performed, this issue is not suspected to be caused by deficient design. Root cause is determined to be maintenance needed. Corrected information: e1. Name of initial reporter e3. Initial reporter - occupation g4. Date received by manufacturer: should be 04/18/2018 not 05/17/2018 as listed on MDR initial report

Manufacturer narrative:
The customer reported that the central nurse's station (cns) would not transmit to any display. The cns would power on and he could see the green leds, but nothing would show on the display. The customer tried new cables and new monitors, but the issue remained. He replaced this cns tower with another one and it was showing up on the displays, so he knows it is an issue with this cns tower. The device was sent to nihon kohden for repair and is pending evaluation. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) would not transmit to any display.